Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to put the pump into storage mode and return it using a prepaid label within 10 days. Technical support confirmed the shipping address and arranged for a replacement pump, while the customer planned to use a multiple daily injection (mdi) backup therapy.